Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported sensor connectivity issues after pairing a new dexcom g7 continuous glucose monitoring (cgm). Alarm history showed repeated "alert 60 ble" error codes despite multiple restarts. The sensor remained connected and functioning in the dexcom app but not with the ilet. The agent arranged for replacement. The user's blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.